Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a tip detachment occurred. The target lesion was located in the left iliac artery. A 18x60/10 wallstent uni plus stent delivery system (sds) was prepped with no issues and advanced to the target lesion without difficulty. However, when the wallstent uni plus sds was pulled out for re-positioning the distal tip of the wallstent uni plus sds detached and became lodged inside the "catheter itself". The procedure was completed with a different wallstent uni plus sds. No patient complications were reported and the patient's status is listed as fine.